Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. No device intervention was performed. Patient was asymptomatic and will continue to be monitored.

Event description:
New information received indicated that the implantable cardioverter defibrillator exhibited additional episodes of post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. No device intervention was performed but programming changes were discussed. No further information was reported.